Event description:
It was reported a patient underwent an unknown procedure on an unknown date and suture was used. It has presented challenges since the suture is disassembling of the needle thread, it was confirmed that the issue did not cause any harm to the patient. To resolve the issue they used new suture. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: this complaint corresponds to the second event that happened with dr. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. - provide lot number: they did not provide the lot number - device return status. Please document the shipping tracking number: they did not return the product. The single complaint was reported with multiple events. There are no additional details regarding the additional events. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.